Event description:
A discordant, falsely elevated theophylline result was obtained on one patient sample on an advia 2400 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated theophylline result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that the sample was repeated on the same instrument, resulting as expected. The customer ran a 10 shot precision run for the sample, and all results were within the expected range. The cause of the discordant, falsely elevated theophylline result is unknown as the sample resulted as expected upon repeat testing. The instrument is performing according to specifications. No further evaluation of the device is required.